Event description:
Additional information have received it states that after the lens implantation in post operative day noticed that the lens was decentered so, they exchanged the lens and patient's issues resolved. No patient impact was reported.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The company 21.0 diopter lens was removed and replaced with an company 20.5 diopter lens. Due to the exchange of a multifocal toric 21.0 diopter lens for a non toric 20.5 diopter lens, this suggests that the replacement non-toric lens may have been an improved choice for the patient's vision needs. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had an intraocular lens (iol) decentration. The iol was explanted and exchanged another lens in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).